Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not be unlocked using the on-screen slider, as the user felt haptic feedback when swiping but the screen did not transition to the home interface; removing a screen protector did not resolve the behavior, and updating the device firmware restored normal function. Symptoms included an inability to operate the device interface due to an unresponsive lock screen. Outcomes included no injury, no alarms, and successful resolution following troubleshooting and education. Investigation included remote troubleshooting, request for user-provided video documentation, and verification of available firmware updates followed by installation. Investigation of this case revealed that the device¿s user interface was nonresponsive to the unlock gesture and that the condition resolved after firmware update, indicating a software-related user interface issue rather than a hardware display or touch sensor failure. It was concluded, based on previously established findings for similar reports, that a software defect addressed by firmware update was the most probable cause.